Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Refer to medwatch # 2032227-2015-46716.

Event description:
The customer reported via telephone call that the insulin pump time and date was incorrect. The customer also reported an off no power anomaly. No blood glucose reading was provided for the time of the issue. The customer reported that no low battery alert occurred prior to the insulin pump alarming off no power. The batteries were not previously used. The battery cap was not loose, cracked or damaged but the insulin pump had been bumped or dropped. The customer reported scratches that made the screen difficult to read. The customer reported that the damage may have occurred while working in construction or working on cars. The customer reported that a motor error alarm had occurred. The insulin pump passed the self test and the displacement test. The drive support disk was normal and recessed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.